Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was reported that a leak was observed between the tubing and female luer. Further inspection of the bond showed spotty solvent coverage. The luer tube bond was separated and the tube and bond pocket were observed. Spotty solvent coverage was observed. The complaint of leaking from the connector can be confirmed. The probable cause is due to a solvent application error. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
B3: unknown; month and year valid. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was liquid leakage from the connector part. The event occurred during priming. There was no patient involvement.